Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4). Std review - no anomalies found.

Event description:
It was reported that the patient expired two days after the implantable cardiac defibrillator system was implanted. Follow up was attempted and it was found that the patient had extensive cardiac history including a heart transplant. The patient had recently been having episodes of ventricular tachycardia which is why the device system was implanted. No further information about the circumstances surrounding the death have been made available.